Event description:
It was reported that a user was not seeing continuous glucose readings on the ilet following placement of a new dexcom g7 sensor, and pairing to the ilet failed until settings were reviewed and the user re-entered the four-digit pairing code. Symptoms included no reported adverse physiological effects. Outcomes included no impact on health, no alerts or alarms, and no hospitalization. Investigation included customer interview, device setting review, and user education. Investigation of this case revealed that the device required correct sensor type selection and code re-entry to complete pairing. It was concluded that the device operated as designed after user guidance and that the event was attributable to use-related setup issues rather than device malfunction.